Event description:
It was reported via the stryker facebook page, "I did mako...joint looks great by I am 7 months after and pain and stiffness so severe despite full range of motion. Nobody knows why...and I am so much worse after surgery then before."

Manufacturer narrative:
Reported event: an event regarding rom involving an unknown implant was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operativ